Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) revealed that they had replaced a bag with another bag and re-primed in order to drain. This occurred during dwell 3 of 4, while the hp was connected for therapy. The technical service representative (tsr) explained to the hp that they would have to end the therapy with this setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.